Event description:
It was reported that during a routine follow-up, noise was observed on the asymptomatic patients atrial lead. Electrical values were normal. An insulation abrasion was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found an insulation abrasion consistent with constant friction against the device can at 9.2cm to 9.5cm from the connector pin. This damage could have contributed to the report of noise observed on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.